Event description:
It was reported that the patient expired: caused unknown. No further details were provided. It is unknown if the device is available for evaluation. On 03/20/08 per discharge summary provided by surgeon, it is noted that patient failed to thrive. The patient was having difficulty with sternal incision healing. The patient was subsequently diagnosed with mrsa, was treated with antibiotics and g-tube to assist with nutrition. He continued to decline, became apneic and died on approx two months earlier. Device was not explanted.

Manufacturer narrative:
Device not returned.